Event description:
The site reported that they have four pts that require a second surgery to remove particulates from the operative eye. The particulates were analyzed at the account and found to be gauze fibers. The account is having all gauze, removed from their packs. Add'l info from the questionnaire stated fiber was present in the anterior chamber following cataract surgery in 2008. The fiber was not retrieved at that time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available.